Event description:
Patient in for elective cardiac catherization with primary access at the radial artery. Copious amounts of arterial nitroglycerin were administered however despite this the physician was unable to navigate a 5fr diagnostic jr4 into the subclavian due to significant pain and spasm. So, the site was changed to a femoral approach. When the physician was attempting to remove the 5fr catheter and magic torque wire, the patient had significant pain which prompted further arterial spasm. More nitroglycerin was administered intra-arterially to ameliorate spasm, however the magic torque wire partially fractured, and a small amount of wire was left in the distal radial artery. Compression was obtained with a tr band. Patient was evaluated post procedure + brisk radial pulse with a small hematoma that was stable. The hand was neurovascularly intact.